Manufacturer narrative:
The complaint of backflow of fluid/bleedback on item b4177 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
A medsun mandatory medwatch report with uf/importer report# (B)(4) email was received regarding a39" (99 cm) appx 5.3 ml, ext set w/3-way stopcock, remv 4-way stopcock, clamp, rotating luer, 1 ext. It was reported that they placed an IV and attempted to connect to extension tubing. Blood and unspecified IV fluids started back flowing out of the connections. Everything was connected properly but continued to spray out. New tubing was attached. The fluids and blood did get on the nurse's skin and shirt as well as the stretcher and patient. There was patient involvement and no patient harm and no delay in therapy. The complaint record indicates that reported issue occurred on an unspecified date in august 2025.